Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated due to a non device related fall. It was noted during a reprogramming session that one lead was potentially out of the epidural space. The patient underwent a lead replacement procedure and was doing well postoperatively. The lead will not be returned.